Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was equal to or below 40 mg/dl with difficulty speaking and confusion. It was reported that the patient received a small injection of glucagon given by the guardian. The patient allegedly remained on pump therapy with recent changes to the bolus settings by health care provider. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of potential inaccurate delivery issues determined that all basal deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable cause. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.